Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2020, a 27mm epic valve was implanted in the patient. Six years after the procedure, an echocardiography performed six months ago due to shortness of breath. The valve got explanted and a 25mm non-abbott valve was implanted due to tear. The explanted valve showed pannus. The patient's condition has currently been recovered.